Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set was damaged. The following information was provided by the initial reporter: alaris pump tubing male end connector has broken off in needleless access device approx 3 times in last 3-4 months. Have to break seals, sometimes do complete dressing changes to be able to remove and replace needleless access device, exposing pt to increased infection risk.